Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced a low blood glucose level and sensor issues. Blood glucose level at the time of the incident was 54 mg/dl. Customer also stated that they were getting sensor updating alert for less than 3 hours. It was explained to customer that sensor can require more time to stabilize. The sensor will not be returned for analysis.